Manufacturer narrative:
The customer returned da to mc cable was installed in an fi test ventilator. The ventilator was started and power cycled every 30 seconds for 2 hours. The da to mc cable was flexed during power cycling. No errors occurred and no failure was found.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient involvement.